Manufacturer narrative:
(B)(4).

Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2014 to advise patient's father reported intermittent audio output experienced by patient on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.